Manufacturer narrative:
Concomitant products: radifocus gt 35 (terumo, type unknown), a 6fr fubuki (asashi intecc, type unknown), an excelsior sl-10 str (stryker, type unknown), a neurodeo (hi-lex corporation, type unknown), and an enpower detachment control box (lot unknown) were also used for the above procedure. The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
While utilizing double-catheter technique to embolize an aneurysm at the patient¿s basilar artery tip, after 6 other coils were successfully placed, the deltaplush (cpl100151-30 / g10289) failed to detach. Even though following the correct procedure, after pressing the detach button 5 times, the physician was unable to detach the deltaplush. Thus, it was safely removed from the patient. The procedure was completed without further issues or delay. There were no patient injury/complications. The enpower dcb and cable were not replaced, and there were no anomalies reported for these devices. It was reported that all connections appeared to fit properly without application of force. There was no report of any fault during the pre-deployment electrical check. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no visible damages were reported on the devices after the events. There was no unintended detachment of the coil observed in the vessel or in the microcatheter. No further information is available, including patient demographics.

Manufacturer narrative:
Correction: the device was returned for analysis on 12/3/2014 instead of 11/18/2014 as previously reported. Complaint conclusion: while utilizing double-catheter technique to embolize an aneurysm at the patient¿s basilar artery tip, after 6 other coils were successfully placed, the deltaplush (cpl100151-30 / g10289) failed to detach. Even though following the correct procedure, after pressing the detach button 5 times, the physician was unable to detach the deltaplush. Thus, it was safely removed from the patient. The procedure was completed without further issues or delay. There were no patient injury/complications. The enpower dcb and cable were not replaced, and there were no anomalies reported for these devices. It was reported that all connections appeared to fit properly without application of force. There was no report of any fault during the pre-deployment electrical check. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no visible damages were reported on the devices after the events. There was no unintended detachment of the coil observed in the vessel or in the microcatheter. No further information is available, including patient demographics. The coil was returned unsheathed and unprotected. The coil was damaged at the proximal end. The core wire was severely bent at the distal tip of the strain relief. Due to post-procedural handling and packaging with no report of damage in the complaint event, it cannot be determined how or when this damage occurred. The detachment fiber did not receive heat and melt. Upon receipt, the device positioning unit (dpu) passed electrical testing with resistance at 51.0 ohm and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. The detachment fiber received heat and melted. The dpu failed post-detachment testing with resistance at 31.0 ohms. The most likely contributing factor to the microcoil system passing the pre-deployment electrical test and then failing to detach the coil inside the aneurysm was most likely due to electrical wiring damage. When and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. No manufacturing defects were found. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The detachment failure was not confirmed since the coil detached during testing after the first attempt; however, the dpu failed post-detachment testing, indicating electrical wire damage. When this damage, as well as the other damages found during analysis, cannot be determined; however, it was reported that the device did not appear to be damaged after the procedure, and the device was inspected for damages and electrical testing prior to being shipped from the manufacturing facility. The damages were most likely related to post-procedural handling of the device. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.